Manufacturer narrative:
The carefusion failure analysis technician examined the main pcba coldfire and found that the zero calibration of the exhalation pressure transducer pt801 failed to calibrate. Pcba was installed into a known good vela test vent and calibration was performed. This calibration failure caused the turbine to make a shuttering sound, which in turn caused the vent to not operate. The events log contains many, transducer faults, high pip, high peep and low ve. Duplicated complaint allegation of circ pressure transducer failed at 0 cmh2o. This issue is being addressed in an internal correction.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that while in patient use the ventilator gave a transducer fault, high pip, low ve, and high peep. The ventilator gave an audible alarm during the incident. The patient was transferred to a different ventilator, no patient harm.